Event description:
On 22 june 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was asked to re-link the sensor.after re-linking the sensor, the user can resume using the system normally. Upon review on dms, user is using the system and has information up to date, as well, some improvement on their glucose readings were notice, a better agreement between the calibrations entered and less noise/lag were visible in the last 5 days.